Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter due to unspecified reasons. The device was removed during bladder surgery in 2018 and a new device was implanted in 2019. A patient outcome was not reported. Further information has been requested and is not yet available; should additional information become available a supplemental report will be submitted.